Event description:
A caller reported encountering a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, guiding the caller through the process. After the reset, the error did not reappear, and the caller successfully started their sensor session.